Event description:
The ge oec 9800 fluoroscopy system displayed a low ma error code. It was also reported that the left (live) monitor was blinking during the procedure. It is noted that there were several re-boot attempts to restore the monitor functionality, until the low ma error was displayed, and the system was removed from service. Procedure delay is the only noted issue with respect to the pt involved in the procedure during this malfunction. There was no other noted negative effect.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective left (live) monitor, and also found loose connections on the isolation transformer. The connection on the isolation transformer were tightened, and the left monitor was replaced and re-calibrated. Additionally, the mainframe backplane was removed and replaced. The system was tested and found to be operating as intended and released to the customer for use. No negative pt effect was reported due to this malfunction.